Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose levels were 400 mg/dl, 200 mg/dl, 220 mg/dl and 95 m/dl, 196 mg/dl and 190 mg/dl. The customer treated high blood glucose level by 50 unit bolus. The customer reported that they had headache as a symptom related to high blood glucose level. They reported that the insulin pump was on auto mode. The customer alleged the insulin pump for under delivery. The customer was unable to troubleshoot. The insulin pump will not be returned for analysis.